Event description:
Customer called to report, he did not think pod he had been wearing for approximately 24 hours was working. He stated the last 3 blood glucose (bg) readings he had done, were above 400 mg/dl. Customer stated, this had been going on for a 5-6 hour period. Also no decrease in bg despite delivering repeated correction bolus insulin doses. No further information was reported.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pos with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod of backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.